Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2015 with the following findings: on investigation, the reported recurring call service 064 alarm issue was not verified in the black box or duplicate in the evaluation. Reviews of the black box data found one call service 064 alarm due to high force three days before the complaint date and delivery was never resumed. The total daily delivery added up correctly and reflected the user¿s basal program. The pump powered up and functioned properly. The pump delivery accuracy was within specifications. The rewind/load/prime sequence and a 24-hour basal exercise were executed without any occlusion alarms. Pump casing was opened and no intermittent condition was found to the motor circuit. The motor connector wire was securely seated. No evidence of moisture intrusion was found inside the pump. This report is made under the requirements of the medical device reporting regulation and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) readings over 429 mg/dl with extreme thirst, nausea, vomiting, symptom of dehydration and unspecified level of ketones. It was reported that the patient was treated with intravenous fluids and insulin injection by medical personnel at the medical center. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was a recurring occlusion alarm issue during the prime step. Reportedly the occlusion alarm persisted with tubing change and cartridge change during the call. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged occlusion issue of unknown causes.